Event description:
It was reported that the touch screen was freeze during use in arctic sun device. Rebooted, but it did not work. When checked later, it was working normally. As per additional information on (B)(6) 2023, the case was completed with a replacement machine. Device was under investigation. The date of event was january 5. No information on medication.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The device was evaluated. The problem could not be reproduced. It was unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. The complaint or reported issue was confirmed through other elements of the investigation not to be manufacturing related therefore the DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the touch screen was freeze during use in arctic sun device. Rebooted, but it did not work. When checked later, it was working normally. Per additional information on 13jan2023, the case was completed with a replacement machine. Device was under investigation. The date of event was january 5. No information on medication.